Event description:
Custom patella reamer was presented to surgeon for sawbone demo and the shaft gets stuck when fully engaged.

Manufacturer narrative:
An event regarding annoyance involving a specialty monogram patella outrigger was reported. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. Conclusion: the device was discovered during a demonstration. The device was returned in new condition and found to be functionally within specification however, the outrigger locks on the shoulder of the mill which is not it¿s intended use. The instrument was submitted for a dimensional inspection and found that this failure would always occur. An nc was opened on 8-apr-2019 to prevent this failure from reoccurring by revising the design of the instrument and associated documents. Further, the nc designated the device as "use-as-is." There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Custom patella reamer was presented to surgeon for sawbone demo and the shaft gets stuck when fully engaged.